Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage noted on keypad traces. No button error alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 200 mg/dl. Hospitalization was not required to address the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.